Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. As received, the charger/modem was resetting. The cause for the resets was a shorted u13 (8-bit cmos flash micro-controller) component. The root cause of the shorted u13 component cannot be positively identified. No adverse event resulted from the shorted u13 component. The last pt to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last pt to use this charger/modem did not report any deficiencies.